Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that cassette leaked before the vitrectomy surgery. The surgery was completed on same day after product was replaced. There was no patient contact. South africa final report: 2025-89548-01, file ID 2939362, qs file ID 2946754. Names of any other regulatory authorities to which these events have been reported: u.s. Food and drug administration. Date of the reports: 10/23/2025 06:05 am. Serial number/lot number: 17f52y. Batch number: na. Software version: na. Current known location of the medical device involved in the event: manufacturer any hcr / licensed manufacturer, or licensed distributor comments: na. Any other countries in which the medical device is known to be on sale or supplied: algeria, argentina, australia, austria, bangladesh, belgium, brazil, canada, chile, china, colombia, croatia, ecuador, egypt, finland, france, germany, grand total, hong kong, hungary, iceland, india, italy, japan, korea, latvia, malaysia, malta, mauritius, mexico, mongolia, morocco, namibia, netherlands, new zealand, pakistan/afghanistan, peru, philippines, poland, portugal, puerto rico, russia, slovenia, south africa, spain, sri lanka, sweden, switzerland, taiwan, united kingdom, ukraine, uruguay, united states, uzbekistan, vietnam and zambia. Table 1: sales data: south africa sales: 6968. Worldwide (excluding south africa) sales: 1997200. Sales search criteria: constellation surgical procedure pack family from (B)(6) 2024. Table 2a: similar events data (constellation surgical procedure pack, cassette leakage -reportable malfunction. South africa. Similar events: 2. Worldwide (excluding south africa). Similar events: 129. Similar events search criteria: (constellation surgical procedure pack, cassette leakage -reportable malfunction. Table 2b: rate (per 1000). South africa rate: (B)(4). Worldwide (excluding south africa) rate: (B)(4).